Event description:
It was reported that the experienced presyncopal symptoms. The patient presented to the clinic and the pulse generator could not be interrogated. There was no response to magnet placement and telemetry was unreliable. The device was explanted and replaced on (B)(6) 2014. The patient was doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.